Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod for more than 48 hours. The pod's cannula dislodged from the infusion site (leg). As treatment, a new pod was applied.